Event description:
It was reported that during a lap appendectomy, the device stapled on one side. They had to open the pt. The pt is currently in stable condition.

Manufacturer narrative:
Date sent: 8/2/2007.